Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. The ins passed functional testing including temperature monitor testing and a connector block leakage test with the returned leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported that in march they were doing physical therapy when they started experiencing a burning sensation at the pocket site. The consumer turned stimulation off and decreased it the night prior. Blood work was performed which ruled out an infection. The manufacturer's representative (rep) performed an impedance check and all contacts were good. As a result of this issue the leads and implantable neurostimulator (ins) were explanted on (B)(6). Following this the issue was resolved, but the consumer was wondering if there was another product they could use that they didn't need to have surgery for.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.